Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 454 mg/dl. The customer was advised to insert new aaa alkaline battery and display did not returned. Customer was advised to remove battery for 10 minutes. The customer was advised to clean the battery cap contact with cotton swab. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 454 mg/dl. The customer was treated for high blood glucose with bolus by other pump.

Manufacturer narrative:
The insulin pump was received with blank display; the electronic stack was disassembled and reassembled and no blank display noted after, the problem was isolated to the electronic stack. Unable to perform displacement test, operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.